Manufacturer narrative:
At this time strip has not yet been returned and a valid lot number has not been provided for the strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received unspecified error message on their reader display and was unable to obtain readings. As a result, the customer experienced loss of consciousness, requiring treatment of glucose and metformin (dose unspecified) by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. A visual inspection was performed on the returned meter and no issues were observed. Uom is locked to mg/dl and date and time were set successfully. A control solution testing was performed and all results were satisfactory. No error message was observed during testing. Therefore, this issue is not confirmed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received unspecified error message on their reader display and was unable to obtain readings. As a result, the customer experienced loss of consciousness, requiring treatment of glucose and metformin (dose unspecified) by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.